Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the navigation system was unable to see the leds on the imaging system. They rebooted the imaging system and the leds were visible. There was less than an hour delay in the procedure. No impact on patient outcome.